Manufacturer narrative:
(B)(4). Investigation is ongoing, as device will be returned.

Event description:
At the completion of the deployment of a 26mm sapien 3 valve in the aortic position, the commander delivery balloon ruptured. The 26mm s3 appeared fully expanded and no leak was present. No further inflation was needed. The delivery system was removed and it appeared to be totally intact. Surgical removal was not required, the delivery system was able to be removed from through the sheath. It appeared to rupture longitudinally. The patient ¿is doing great¿. The patient¿s native annulus measured 23.5mm via tte and the area measured 598mm2 via CT. There was moderate calcification in the native annulus and leaflets, and severe aortic root calcification.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Visual inspection of the returned delivery system revealed a longitudinal tear along the length of the inflation balloon due to the balloon burst with no balloon pieces missing. Additionally, no visual balloon abnormalities (stretching, surface scratches, fish eyes, gel spots) were observed on the returned device. Single wall thickness measurements were taken along the tear in the inflation balloon to ensure that the wall thickness of the material was within specification as a thin wall could contribute to the observed burst. The measurements that were taken met the single wall thickness specification. Work orders did not reveal any manufacturing non-conformances that could have contributed to this complaint. During balloon manufacturing, the balloons receive multiple inspections for non-conformances. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for balloon burst was confirmed based on device visual inspection. Review of manufacturing mitigations, dimensional measurements, and device visual inspection did not identify any manufacturing non-conformities on the returned device. Review of IFU/training revealed no deficiencies. Available information indicates that patient factors (moderate native leaflet calcification, moderate native annulus calcification, severe aortic root calcification) may have contributed to the event. Based upon the reported calcification, it is suspected that the failure mode is likely due to patient factors (calcification). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. Since no visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus, an engineering evaluation is not required. The complaint was confirmed for balloon burst, but no manufacturing non-conformities were found in the returned sample. Available information indicates that patient factors (calcification) may have contributed to the event. Since the occurrence rate does not exceed the february 2017 control limits for this trend category, ¿balloon burst,¿ no corrective or preventative action is required. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, in addition to the mechanism described above, it was also reported that the patient had moderate aortic annular and leaflet calcification which likely contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.